Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips there is a "black screen". There was no patient involvement.

Event description:
It was reported to philips there is a "black screen". There was no reported adverse patient impact.